Event description:
It was reported that prior to implant of the lead the helix would not extend after several turns and several attempts to extend the helix. Therefore, the lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pacemaker, implanted: (B)(6) 2013; 5086mri implantable pacing lead, implanted: (B)(6) 2013. (B)(4).